Event description:
It was reported while using bd bactec¿ mgit¿ mycobacteria growth indicator tubes, one (1) tube was observed to contain "white sediment/precipitate" contamination. There were no health impact or consequences reported.

Manufacturer narrative:
The following fields have been updated with additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 25-jun-2025. H3: device evaluation by manufacturer: yes. Investigation summary: material 245122 is manufactured by rehydrating the media components with usp purified water and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record review for batch 4206557 was satisfactory per internal procedures. Formulation, filling, torquing, packaging processes were within specifications. In process checks were performed during manufacturing at designated intervals per procedures. Checks for fill volume were complete and within specifications per procedures and checks for torque confirmed that the caps were tightened to the validated specifications per internal procedure. Qc inspection and testing were satisfactory at time of release. As part of the release criteria for this product, the bhr was reviewed to confirm the following: -the total elapsed time between end of formulation and start of the autoclave cycle was within the specified limits. -all autoclave parameters conformed to the validated cycle parameters for this product. -the minimum f0 for this product was met. The complaint history was reviewed, and other complaints have been taken on this batch. Retention samples from batch 4206557 (100 tubes) were inspected and found to have 13/100 tubes with white spots near the sensor. Five (5) retention tubes and five (5) returned tubes were incubated at each 20-25c and 33-37c for 5 days. At the completion of incubation there was no growth. A culture of the sediment was placed in a tsb tube and incubated at 33-37c for 7 days. There was no growth at 7 days of incubation in the tsb. A gram stain was performed on the retention and returned samples. The precipitate showed gram variable cocci in the retention and returned samples; thus, the precipitate was non-viable organisms. Four photos were received to assist with this investigation. Two photos showed tubes of batch 4206557 exp 2026-01-21. Two photos showed white material at the bottom of the tube near the sensor. One 100pack carton from batch 4206557 was received. The tubes contained white sediment at near the sensor. Manufacturing has been made aware of the issue and a cross functional team will seek opportunities for improvement. This complaint can be confirmed. No complaint trends have been identified; no actions are indicated at this time. Bd will continue to trend complaints for defects.

Manufacturer narrative:
E1. Initial reporter facility name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd bactec¿ mgit¿ mycobacteria growth indicator tubes, one (1) tube was observed to contain "white sediment/precipitate" contamination. There were no health impact or consequences reported.